Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient wanted help to use the programmer and wanted to increased stimulation. The patient reported that the stimulation had been helping but suddenly stopped helping. She indicated that they took the bandages off on monday and her incision had healed enough. The patient was told to be careful but that she could use the patient programmer to increase stimulation. It was noted no stimulation could be felt and the therapy was on. The patient was able to increase from 4.2-4.9. No other medical procedure or falls were related to the issue. The patient mentioned that she had another appointment but it was not for a couple of weeks.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient regarding the follow up letter. The patient reported that the issues had not been resolved. The patient declined help to adjust the settings and reported wanting someone to help her in person. The patient reported that she would call her healthcare provider and have them request a manufacturer¿s representative to come in and go over it with her.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as representative reported that patient experienced less of efficacy and was running the device at an amplitude of 5.6. Battery life had been depleted significantly due to running at such a high level. Impedance check was proven normal. Reprogramming was not effective when they changed settings and amplitude with the icon prior to today. Reprogramming today to a new setting at a slightly lower amplitude of 5.5. Patient was feeling stimulation in the buttocks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.